Event description:
The pads were connected, but were not recognized as being connected. When first used, a shock was delivered. The second time, the device did not function. The end user stated that there was no negative outcome to the pt. Kimberly-clark or ballard medical has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.